Event description:
The lay/user pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged the issue began at 9:30 am on the same day. The pt reported taking no actions after the issue began. The pt further reported that after the issue began he passed out. The pt also compared a result of 98 mg/dl on his meter to a result of 47 mg/dl on an emt meter. The two results were taken within 10-30 minutes. He was treated with IV fluids. The technique for cleaning the puncture site was correct and the technique for testing his blood glucose was incorrect. Replacement products have been sent. This complaint is reported as the pt alleged he had passed out and required treatment for hypoglycemia by paramedics after obtaining a high reading.